Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Because the unit was not returned a formal investigation could not be completed and the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a follow up submitted. Since the lot number was not provided, the device history record and complaint database could not be reviewed.

Event description:
The user reported that the device was received with a defect in the packaging. This defect was found during the receiving process and was not used on a patient. The device was discarded by the user.